Event description:
Per the physician's report, this patient experienced a decrease in speech performance. Results of integrity testing were consistent with normal receiver/stimulator function, but showed several open and short circuited electrodes. Explantation/reimplantation surgery was recommended. No surgery date has been reported.